Event description:
It was reported that the luer lock of a chemo therapy set was ¿melted/crushed.¿ this was noted before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: the device was received for evaluation. Visual inspection revealed that the rotating luer lock was cracked due to an excess of solvent applied to this part. The reported condition was verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A CAPA has been opened to address this issue. The cause of the condition was determined to be an error during the manufacturing process. In order to address this condition, the assembly method involved in the error will be changed. Additionally, this issue was communicated to involved personnel to ensure awareness. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.